Event description:
The distributor in another country reported, that one of their customers reported the following: on friday night, we had a major problem with the sensormedics circuit which would not heat up. I called in the f&p rep thinking it was a humidifier problem and he helped me sort it out with sleek! The problem is a fault with the white electrical connector on the end of the circuit heater wire, where it connects to a lead from the humidifier. It appears that some circuits are good and some are bad. The distributor also reported that, the circuit is not available for inspection. The hospital has retained the circuit, or it has been discarded. The child died, but we have been informed that the alleged faulty circuit was not directly responsible.

Manufacturer narrative:
A letter was sent to the distributor in another country, requesting that they provide additional information on the event or forward the letter to whomever may be able to provide additional information. As of this date there has been no response.